Event description:
Customer called to report that they are experiencing high and low blood glucose levels. Customer reported that the insulin pump alarmed low reservoir. Customer's blood glucose values ranged from 30 to 300mg/dl. Customer declined to troubleshoot for low reservoir alert. Product is being replaced.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.